Event description:
Device had a defective medical equipment tag dated 2003 that states: "channel spontaneously shut off while titrating dopamine drip. Channel restarted - no further problems throughout shift. Incident happened in 2003". No pt injury. Hosp attempted to open the error log with the medley maintenance software and forgot to click the "don't delete files" box. This locked up their computer and they had to reboot x2. Hence, there are no error files anymore. Device to be sent back to the qa lab for investigation. Multiple attempts were made to try and get more info on the event without success. Qa tech requested programming module to come in for investigation. Customer's complaint could not be duplicated. Several log entries in the lvp's event log were found to be questionable between 2003 1:14:12 through 1:29:59. Log entry 405 which reads "standby mode is enable = true" caused the lvp to pause and in-turn stopping the infusion. This coincides with the customer's complaint. The programming module will be needed to help determine what options or key-presses were made to cause this possible error. Upon review of the lvp's event log, it was noticed that not enough history was retained in the devices memory to determine the serial number of the programming module that the lvp was attached to. This issue appears to be incidental and will continue to be monitored. Note: the only pm that was found in the event log was found not to have been attached to the lvp at the time of the incident and did not add any info to the investigation.